Event description:
The customer contact reported at 0920, the device was programmed to deliver an unspecified concentration of norepinephrine at a rate of 0.5 mcg/kg/min. No further programming parameters were provided. After an unspecified length of time, the patient was being prepared to be transferred to an unspecified clinical area. It was reported when the device was unplugged from ac power, the device alarmed with an unspecified error code, the display screen intermittently turned on and off, and the device powered off. At that time, it was reported that the device was plugged back into ac power and the device worked without problems. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. This does not indicate a reportable malfunction. However, during verification testing at the service center, an e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.